Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in most likely due to the application of electrocautery. Available information indicates the device was out of service with no reported complications. There were no reported adverse patient effects while the device was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded fault that was most likely caused by the use of electrocautery.